Event description:
It was reported that this right ventricular (rv) lead exhibited high, but not out of range, pace impedance measurements of approximately 1700 ohms. In addition, the lead exhibited increasing shock impedance measurements and subsequently reached high out of range measurements up to 133 ohms. It was noted that there was a recent first shock of 41 joules provided by the implantable cardioverter defibrillator (ICD) device and the associated shock impedance measurement was 78 ohms, which is within specification limits. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that impedance measurements are typically higher for single coil leads and discussed options, including continued monitoring, bringing the patient into the clinic to clear the alert and considering increasing the high shock impedance alert limit to 150 ohms. Ts explained the concerns with a delivered shock impedance greater than 145 ohms but noted that there was already a full energy shock delivered recently and the impedance was normal. Ts noted that they do not suspect that the lead is fractured but there could be some physiological change around the lead coil. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned. During the same surgical procedure, the single chamber ICD device was explanted and replaced with a dual chamber ICD device as part of a therapy upgrade for the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, but not out of range, pace impedance measurements of approximately 1700 ohms. In addition, the lead exhibited increasing shock impedance measurements and subsequently reached high out of range measurements up to 133 ohms. It was noted that there was a recent first shock of 41 joules provided by the implantable cardioverter defibrillator (ICD) device and the associated shock impedance measurement was 78 ohms, which is within specification limits. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that impedance measurements are typically higher for single coil leads and discussed options, including continued monitoring, bringing the patient into the clinic to clear the alert and considering increasing the high shock impedance alert limit to 150 ohms. Ts explained the concerns with a delivered shock impedance greater than 145 ohms but noted that there was already a full energy shock delivered recently and the impedance was normal. Ts noted that they do not suspect that the lead is fractured but there could be some physiological change around the lead coil. The lead remains in-service. No patient symptoms or adverse patient effects were reported.